Event description:
Pt's father reported after the infusion system was implanted, his son developed a hematoma at the pump pocket that resulted in the need for a blood transfusion. The device was later explanted after an implant duration of approx 1 month. Info rec'd from the hcp stated post-operatively the pt experienced a fever, and surgical wound dehisence, followed by system explantation. The hcp also stated the pt recovered without further sequela.